Manufacturer narrative:
Circuit breakers in off position.

Event description:
The customer reported the ventilator was running on backup battery during transport of a patient. When the ventilator alarmed low battery and then shut down upon battery depletion. The customer reported there was no patient harm. A hospital respiratory therapist reported she had retrieved the ventilator from a room for use and did not recall if the ventilator had been plugged into ac power for charging the backup battery. Upon evaluation of the ventilator, the respironics service technician reported the mains circuit breaker and humidifier circuit breaker were both in the off position. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator. If alternate battery power is not available the ventilator will shut down and alarm. The service technician could not determine how both circuit breakers were found in the off position. The service technician reset both breakers to the on position to correct the finding.